Event description:
There is a tube on top and bottom of the column. The tube on the bottom goes to a water reservoir, the bottom tube is obstructed, therefore no humidity is applied to the pt. There were six devices and the co has all of them.